Manufacturer narrative:
Patient identifier - requested but not provided, age and date of birth - requested but not provided, sex - requested but not provided, weight - requested but not provided, ethnicity - requested but not provided, race - requested but not provided, deployment date: device not deployed, explanted date: device was not explanted. The actual device has been received for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was attempted to be pulled out after the anchor was positioned, the device was not extracted. The suture became locked. The device did not move even if pushed and pulled. Multiple attempts were made, the outcome was the same, the device was not removed from the patient. Therefore, a surgical procedure was performed. The device, tamper tube, and anchor were successfully removed from the patient. Estimated blood loss was reported to be less than 250 cc. The physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the common femoral artery. The vessel diameter is unknown. The size of the sheath ancillary used was 6 fr. It was reported that the patient had serious injury, but recovered.

Manufacturer narrative:
One used 6 fr angioseal vip device was returned for evaluation. One carrier tube assembly was returned assembled with the hemostasis sheath in the full rear lock position. The mated sheaths were cut midway. The distal part of the cut sheath was returned as well. The anchor and un-tamped collagen along with some length of the suture was returned separate from the assembly. All components including the collagen showed excessive presence of blood like substances. At the cut edge, the tamper tube, carrier tube and hemostasis sheath were observed to be present concentrically, with blood like substance between and around them. The carrier tube was cut into two pieces, one still attached to the device cap and other part of the main body of the carrier tube which was not attached to the device cap. The suture had been cut along with the carrier tube. The clear and black shrink wrap markers showed no signs of damage. The hemostasis sheath showed longitudinal marks which were symmetrically present on opposite sides and transferred to the carrier tube inside. The device cap was in full rear lock position and was mated correctly. The device hub cap was mechanically removed to inspect the suture spool. Upon removal of the cap, again, excessive blood like substances were found within the spool assembly. All turns of the suture within the spool were intact. It was difficult to advance the tamper tube out of the position within the sheath in the way it was returned likely due to drying of the blood like substances surrounding the component. After the tamper tube was removed, the suture was able to be unspooled freely without any issues. The inside and the outside diameter of the hemostasis sheath, the carrier tube, and the outside diameter of the tamper tube were measured and was confirmed to meet manufacturer specifications. No anomalies were noted. The complaint was able to be confirmed for 'component stuck' since the tamper tube was unable to travel freely. Though significant blood like substances were observed on the spool during disassembly, the suture was able to unwound freely without any resistance upon manual tugging. The tamper tube appeared to be lodged inside the sheath which was likely due to the presence of excessive dried blood around it. The hemostasis sheath, tamper tube and carrier tube relevant measurements were verified and were all found to be within specification. The cause of the clamp marks in unknown. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.